Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. No data was provided for evaluation. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6)2024. The product was evaluated. An external visual inspection was performed and no damage. Nordic bluetooth pairing test was performed and no pairing code. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. . No injury or medical intervention was reported.